Event description:
Patient had temp sensing foley catheter in place. Intermittently overnight, the temperature was reading extremely low. Patients other temperature sources did not correlate. Device data was not saved. Nurse manager reviewed with medline representative. Will continue to track and trend.